Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified flat creases and one linear opening. A microscopic analysis and leak test was performed which identified one sharp opening and one striated opening. A dimension measurement in the shell was performed which identified the thickness was within specification. A fill inspection test was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side radius edge assessed as an unidentified (tear) opening. Also observed was one striated opening in the side posterior assessed as surgical damage.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.